Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation and the customer's reportable malfunction of the "image flickered/temporary loss of image" was not confirmed. During the device evaluation an additional reportable finding was observed: an e315 was encountered resulting in image loss. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity. In addition, the device evaluation found the following non-reportable findings: (ch) channel tube was leaking, there was a serious liquid intrusion into scope connector and liquid intrusion into the control section, and e218 (scope malfunction error) due to corrosion on (el) electrical connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope image flickered. The issue was found during preparation for use before a bronchoscopy diagnostic procedure. The facility completed the procedure using a similar device, and there was no delay. There were no reports of patient injury or harm.